Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation, the pulse wires in side the electrode belt distribution node had intermittent solder connections, which caused the reported check therapy electrode messages. The root cause for the intermittent solder joints could not be positively identified. No adverse event resulted from the intermittent pulse wire solder joints. The patient was issued a replacement electrode belt.